Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. The blood glucose at the time of the incident was 600 mg/dl. The customer was using auto mode function at the time of the event. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer treated high blood glucose with the bolus and declined to check the insulin pump. The customer also stated that, there were blood at site. The insulin pump will not be returned for analysis.